Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for 1 day due to high blood glucose level due to 2 infusion set bent cannula within 3 hours of insertion on (B)(6) 2024 . The blood glucose was reported over 400 mg/dl and treated with IV (intravenous) and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.